Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with an alert on the implantable cardiac monitor. Upon review, no alerts were displayed for the transmission. It was noted that the cause of the alert is unknown. The device remains implanted.